Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. Customer consumed eight glucose tablets and three klondike bars to address bg. The customer mentioned that they started to lose their vision, but once their bg started to elevate, their vision returned to normal. Recommendation was made to consult with a healthcare provider to discuss diabetes management.